Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient underwent a procedure for rectal cancer in which seprafilm was used. Post-operatively, the patient experienced a fever and was subsequently hospitalized. The patient was treated with unspecified intravenous antibiotics (discontinued). Six days after hospital admission, the patient was discharged, and the reporter stated the ¿inflammatory reaction had improved¿. No additional information is available.